Manufacturer narrative:
UDI (di): UDI (di): (B)(4).

Event description:
It was reported that during follow-up, the left ventricular lead exhibited loss of capture. A chest x-ray revealed the lead dislodged. The lead was explanted and replaced on (B)(6) 2015. No patient symptoms were reported.

Event description:
New information indicated the patient was in stable condition post procedure.